Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while transecting the stomach, the jaws of the device locked on tissue. To resolve the issue, the surgical team removed the adapter from the shell/handle component, waited, then reconnected and the device reset, opening the jaws. There was no patient injury.